Event description:
The customer reported approximately twenty (20) milliliters of diluent and lyse leaked outside the instrument involving the coulter act diff 2 analyzer. The customer was advised to use proper personal protective equipment (ppe) prior to troubleshooting and was wearing gloves and a laboratory coat. During troubleshooting, the customer discovered the vacuum isolator chamber (vic) was not draining and caused the baths to overflow. No erroneous patient results were generated during the event. There was no patient impact. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed the white blood cell (wbc) bath, red blood cell (rbc) bath, and vacuum isolator chamber (vic) not draining. The fse replaced the waste pump and waste filter to resolve the issue. The fse verified instrument performance. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).